Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 3.5 years ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported, 1 month ago, that there was stent graft migration with a proximal type 1 endoleak present. Two endurant cuffs, sizes 28 x 28 and 32 x 32, were implanted and successfully resolved the endoleak and migration. No additional clinical sequelae reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval: results: (migration, endoleak), (disease progression of the aortic neck). Conclusion: (disease progression of the aortic neck).